Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, device return and confirmation from physician has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified the device was underweight, with crease/folds noted on the shell. The shell was noted to be broken with a portion missing. A microscopic analysis was performed which identified a sharp-edged opening assessed as an unidentified tear opening. Based on the device analysis the final assessment is: a sharp opening on the posterior assessed as an unidentified (tear) opening. As a piece of the shell was missing, the assessment is inconclusive.

Event description:
Patient reports right side rupture. Device has been explanted.